Manufacturer narrative:
Zoll medical corp has not received the product and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing the device's analyze function was not operating. Complainant indicated that there was no patient involvement in the reported malfunction.